Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench alarm and upon interrogation, the site saw low speed, low flow, and pump off alarms. The patient was admitted, and kidneys, ureters, and bladder (kub) imaging and labs were performed. Log files were reviewed and showed pump stop events on (B)(6) 2025 at 0742 and 1054 while using the mobile power unit (mpu). Additional information was received on 13jun2025 that x-ray images of the driveline looked as though it was heavily taped from the system controller up to near the exit site and some wear and tear was visible in certain areas of the external portion of the driveline. On 18jun2025, an external percutaneous lead repair was performed. No issues were noted after the patient was back on the grounded patient cable. The system controller was exchanged during the repair. Later on (B)(6) 2025, the patient was experiencing low speed advisory(s), and the driveline was wrapped with popsicle sticks to keep straight near a splice. Per the site, just prior to sending log files for analysis, the patient was put on an ungrounded patient cable around 5:00 pm. Following review, log files contained multiple low speed operation flags beginning on 18jun2025 at 11:42 am. This indicated the external repair was unsuccessful, and the short to shield condition of the driveline damage was internal, given the continued low speed events on wall power. The low speed operation flags resolved at approximately 4:48 pm on 18jun2025, and there were no new alarms following the changeover to the ungrounded patient cable. Updated log files were sent on 20jun2025 and was noted that the site was not aware of issues since the patient was on the ungrounded patient cable. Following the additional review, log files contained no additional alarms following the use of the ungrounded patient cable on 18jun2025. The pump appeared to be operating as intended. Additional log files were sent on 25jun2025 and captured starting on 18jun2025 at 4:48 pm routine events. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline confirmed wire damage which could have contributed to the pump stop and low speed events on 12jun2025 observed in the submitted log file. However, the low speed events captured on 18jun2025 in the additional submitted log files are indicative of an issue with the internal portion of the driveline which was unable to be confirmed through this evaluation. A specific cause for these events could not be conclusively determined. Review of the submitted log file confirmed low speed and pump stop events on 12jun2025 while the patient was connected to the mobile power unit. Based on previous complaint experience, these events appear indicative of a potential issue with the driveline resulting from conductor breakdown and a short to shield. A distal end driveline repair was performed by an abbott technical services representative on 18jun2025. Approximately 19.5¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of a layer of rescue tape, several tears in the outer jacket were observed along the length of the driveline segment, exposing the underlying bionate layer. The remaining outer layers were removed, and the underlying wires were visually inspected under the microscope. A breach in the green wire insulation was observed approximately 14.0¿ from the controller connector. High-potential testing was performed, confirming the exposed conductor of the green wire. No other areas of damage to the underlying wire insulations were identified. An additional log file was submitted following the external driveline repair, capturing additional low speed events on 18jun2025 while the patient was operating on the power module on a grounded patient cable. According to the account, the low-speed events resolved once the patient was placed on an ungrounded patient cable. The log files captured the pump operating as intended at the stored patient speed for the remainder of the captured data through 22jun2025. Although the exposed conductor of the green wire on the external portion of the driveline could have resulted in a short to shield if it came in contact with the metal braided shield while operating on a grounded power source, the events captured in the log file on (B)(6) 2025 are indicative of an issue with the internal portion of the driveline resulting from conductor breakdown and a short to shield. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient's handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.